Event description:
The customer called because she was having trouble exiting the rewind screen. The customer stated that she had accidentally primed 20 units of insulin into her body. The paramedics were called during the call, and they arrived shortly thereafter. After that paramedics left, the customer stated that she felt much better and her blood glucose levels were getting back to normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.